Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic anterior resection procedure, the surgeon reported that this trocar was leaking resulting in some loss of pneumoperitoneum. He would insert an instrument into the device and noticed a `hissing` noise coming from the sleeve, followed by some loss of gas. Taking a trocar from another box of devices seemed to resolve the issue. The box has been discarded. There were no adverse consequences for the patient. All the devices used on the same patient/same procedure.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: what was the gas consumption rate or volume (liter/minute)? N/a. What device was being inserted in the trocar during the leaking? A 5mm reusable grasper. Was any torque being applied to the trocar or device? No.